Manufacturer narrative:
Product ID: 3889-28, lot# v931583, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. The patient had incontinence episodes and frequency every one hour or sooner. The patient was increasing their amplitude to feel the stimulator. The patient had previously been wearing a thin pant liner and now had to wear a thick pad. Device interrogation showed high impedance of greater than 4,000 ohms for 0<(>&<)>1, 0<(>&<)>2, and 1<(>&<)>2. The patient was reprogrammed for an intervention. The event was ongoing. If additional information is received a follow up report will be sent.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Product ID: 3889-28, lot# v931583, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v931583, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received reported the device was reprogrammed on (B)(6) 2014 and it was indicated it was an etiology of device - lead.

Event description:
Additional information received reported the lead was explanted and replaced on (B)(6) 2015.